Event description:
The customer reported that the insulin pump alarmed motor error during the prime test. The blood glucose reading was 156mg/dl. Troubleshooting was performed. It was found that the customer was unable to rewind without getting the alarm.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.